Event description:
It was reported that a patient with a 31mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, 10 months due to unknown reasons. The tmvr procedure was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including stage ii ckd.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6.

Event description:
It was reported that a patient with a 31mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, 10 months due to structural degeneration with calcification resulting in severe mitral stenosis, moderate mitral regurgitation, and a mean gradient of 25mmhg. The patient initially presented with shortness of breath. The tmvr procedure was performed with a 29mm 9600tfx transcatheter valve showing normal function post procedure with a mean gradient of 5mmhg. The patient was noted to be doing well and was discharged home on pod #2 in stable condition.